Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was an intermittent power issue. It was also reported that there is moisture ingress to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/5/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: battery compartment crack at the threads to the left of the bumper traveling down to the case seal. Returned battery cap is damaged at the threads & does not attach securely to the pump or test pump. Able to duplicate complaint of intermittent power with the returned battery cap & test cap; test cap used during investigation. The pump was run on a 24-hr basal program using the test cap with no intermittent power/reboot occurrences. During investigation, pump gave a low battery alarm. The battery was replaced w/a new battery; pump experienced intermittent power following new battery replacement. One battery cap contact height (0.385, 0.389, 0.378, 0.387) out of specification; both battery cap contact width within specification evidence of moisture in battery compartment/on underside of cap; leak test failed due to battery compartment leak. Opened pump; no damage observed to power circuit. No evidence of moisture observed internally. Multiple/recurring por events observed in the bb/pump history. Display is dim/fading. Abb cover damaged/punctured; abb responsive during investigation. (B)(4). Serial #. The correct serial number is: (B)(4).